Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in the operating room. Rv, ra, and lv lead dislodgment was observed due to twiddlers syndrome. The ra lead was successfully repositioned. Patient is in stable condition and will be monitored with routine follow up.

Event description:
New information received indicated that the atrial lead was dislodged likely due to twiddler's syndrome. Patient presented in hospital for reasons unrelated to the device. The device was interrogated and the atrial lead had no capture or sensing. Chest x-ray showed no gross abnormalities. The patient was brought to the operating room on (B)(6) 2017 for a lead revision. The lead was extracted and replaced with no complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.